Manufacturer narrative:
The device sample was not returned for evaluation at the time of the report.

Event description:
The event is reported as: the customer alleges that the tube was broken after the package was opened.